Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with all available information, boston scientific concludes that the reported event was not confirmed. No issues were identified during the manufacturing documentation review that could be associated with the reported event. In addition, the product was not returned for analysis despite good faith efforts, preventing evaluation of the device for any potential defect. The most probable cause of the event remains unknown. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the investigation findings do not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the most probable cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the stomach to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent did not deploy. The stent was removed fully covered by the outer sheath, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.